Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Physician reported an MRI which confirmed right rupture. The device has been explanted and replaced. A mastopexy and capsulectomy was performed.